Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('amount of blood loss/ losing to much blood') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("clotting with every cycle now") and dysmenorrhoea ("extreme cramping"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the menorrhagia, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s via social media events menstrual disorder and dysmenorrhoea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('amount of blood loss/losing to much blood') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("clotting with every cycle now") and dysmenorrhoea ("extreme cramping"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the menorrhagia, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s via social media events menstrual disorder and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become serious incident, essure removal done, essure insertion date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.